Manufacturer narrative:
The device history record of reported lot number 6061497 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the pump alarmed no disposable. Per reporter, a continuous infusion rate of 23 ml/hour had been programmed, with a total reservoir volume of 520 ml. The air detector had been turned on and the upstream sensor had been turned off. The length of infusion was 23 hours and 30 minutes. Reporter stated the tubing was primed manually. No patient harm/adverse event was reported.